Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt(target temperature) was set to 33c, but the water has stalled out at 35.7c. Per sample evaluation results received on 10jul2024, it was reported that device primed to fill, hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress, tank seals lifted, circulation pump motor had dried out bearings, mixing pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to.

Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt (target temperature) was set to 33c, but the water has stalled out at 35.7c. Per sample evaluation results received on 10jul2024, it was reported that device primed to fill, hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress, tank seals lifted, circulation pump motor had dried out bearings, mixing pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to